Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination board . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Adverse event(s): "plastic particles or plastic threads" (foreign body in pt). Product problem(s): "particles or threads in the eye post-op" (foreign material present in device); "sees these particles or threads during surgery" (particulates). The surgeon reported, there are plastic particles or plastic threads in the cpaks. The surgeon stated, "he sees these particles or threads during surgery and removes them by aspiration" the surgeon also stated, "he observed plastic particles or threads in patient's eyes postoperatively as well".

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultramini meter would not power on. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time the night before contacting lfs on (B)(6) 2010. As a result of the alleged issue, the patient claimed that she was unable to test her blood glucose. The patient also claimed that because of the alleged issue, she developed a symptom of shakiness. The patient administered self-treatment by drinking orange juice at 8:30 am on (B)(6) 2010. The patient denied that her blood glucose was tested on another device during the time of concern. The patient admitted misuse of the product and mentioned that the device was dropped in water. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptom of shakiness which can be associated with severe hypoglycemia as a result of the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.